Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by father that the patient had been taken to the emergency room (ER) with "near" diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 170 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, nausea, vomiting, dehydration and the presence of rising ketones. The pod was removed and replaced with a new pod prior to ER visit; upon removal, the cannula on this pod appeared bent. The patient was treated in the ER for dehydration and given zofran and "sugar water" once bg level was lowered. Insulin continued to be delivered through the worn pod. Patient was released from the ER after about 3 hours.